Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: 0012347817); product type: 0195-heart valves; implant date ; explant date product ID l-evprop23-29 (lot: 0012318221); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure for a patient, the first valve was implanted too shallow in the annulus plane. Due to the presence of calcium along the annulus extending to the ascending aorta and the implant's depth, the valve experienced a dislodge. A second valve was subsequently implanted successfully.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Second paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure for a patient, the first valve was implanted too shallow in the annulus plane. Due to the presence of calcium along the annulus extending to the ascending aorta and the implant's depth, the valve experienced a dislodge. A second valve was subsequently implanted successfully. Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm balloon, and a post-implant bav was not performed prior to the valve dislodgement.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review of the event description above. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 71.1mm with a perimeter derived diameter of 22.6mm suggesting a 26mm evolut. The right coronary cusp measured less than 27mm; however, the sinuses of valsalva diameter average measured 27.1mm which would meet the minimum recommended criteria for a 26mm evolut. Fluoroscopy valve load inspection was not performed thus it is not possible to validate a good load. It was reported that a pre balloon aortic valvuloplasty was performed; however, there is no fluoroscopic evidence that a pre dilatation was performed. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Depth appeared to be approximately 5mm on the non-coronary cusp in the cusp overlap view, and 4mm on the left coronary cusp in the lao view but the valve appeared under expanded. The recommended target depth is 3 mm relative to the valve annulus. If the implant depth is <(><<)>1 mm or >5 mm, consider recapture. In this case, even though the depth was acceptable, the under expansion would warrant a recapture. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. Sometime during final release and the removal of the delivery catheter system, the valve dislodged aortic. The dislodgement event was captured therefore it is not possible to validate cause of the dislodgement. Subsequently, the dislodged valve was snared, and a second valve was successfully implanted. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.